Manufacturer narrative:
It was reported by customer that tpn filter was broken at the y joint. Three samples were submitted for quality evaluation. One sample, of item 20027e, is related to the complaint as it has a smartsite that is separated at the outlet port to tubing union. The other two samples, of material number 10013902, are not related to this complaint as they do not have a y-port in their construction. Visual inspection was conducted on the sample, and it was shown that the sample was separated at the y-site smartsite. Further inspection of the sample under magnification indicates that there is evidence of bonding solvent on the tubing surface, but it does not look evenly applied making it easier for a component to separate. The customer complaint of separation was confirmed. The root cause of the issue will need to be determined by manufacturing. After the investigation, the potential root cause of the separation between tubing and y-site (body) could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. No additional actions were taken since the reported product will no longer be manufactured at the location that produced the sample provided by the customer. Additionally, a quality alter has been generated to communicate and reinforce the correct solvent application to avoid separation. A device history record review for model 20027e, and the various lot number identified, was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No further information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set was damaged. The following information was provided by the initial reporter: tpn filter was broken at the y joint.